Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 23mm 2800 aortic pericardial valve underwent a valve-in-valve procedure after an implant duration of 12 years, six (6) months due to aortic stenosis. The tavr was performed with a 23mm 9600tfx transcatheter valve with excellent outcome.

Event description:
It was reported that a patient with a 23mm 2800 aortic pericardial valve underwent a valve-in-valve procedure after an implant duration of 12 years, six (6) months due to aortic stenosis. The tavr was performed with a 23mm 9600tfx transcatheter valve with excellent outcome. Post valve deployment, there was no aortic insufficiency. The patient tolerated the procedure well, and was taken to the ICU in stable condition. The patient was deemed stable for discharge to home with home health services on pod #2. There was no allegation of device premature malfunction/failure by the physician.

Manufacturer narrative:
H11: corrected data: corrected sections h10 (additional manufacturer narrative) bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. It may present as regurgitation and/or stenosis. This is an expected and foreseeable result in valves that have been implanted long term and are near the end of its established life expectancy. In this case, the device was implanted for 12 years with no indication of premature failure. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.